Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2005. 407452 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture with high impedance and noise. The rv lead was capped and replaced. It was also discovered that the implantable pulse generator (ipg) had eroded through the skin of the pocket. The patient was treated with antibiotics and the ipg system was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.